Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia, with change sensor alert, loss of communication between insulin pump and transmitter, over delivery anomaly. The customer reported high blood glucose value of 350 mg/dl. The customer reported low blood glucose value of 50 mg/dl. The reported hypoglycemia was treated with carbs. The event involved products mmt-1884, mmt-7841zn, mmt-7040a, mmt-441ag and mmt-342g. Troubleshooting was not performed and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. The customer will discontinue the use of the infusion set. Mmt-441ag was requested and customer response was the device will be returned. The customer will discontinue the use of the reservoir. Mmt-342g was requested and customer response was the device will be returned.